Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The lot number is currently unavailable. The devices were received and evaluated. Visual inspection shows that the thumb screw is broken off in the frame. Based on previous experience the thumb screw gets broken off when the frame is malleted and the mallet accidentally hits the screw. This causes the screw to break. There are no anomalies noted on the guide. There is not enough evidence to determine if this is the actual root cause of this failure. The reported failure was cold welding with the frame and the guide but this is not possible because the guide is pinned in the frame and will not rotate. This complaint can be confirmed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during an anterior cruciate ligament acl procedure, it was observed that the thumb screw broke off the customer's rigidfix femoral soft tissue guide frame and it cold welded together with rigidfix femoral rod 10mm. The sales rep stated where the screw broke off stays outside the patient therefore nothing fell in the patient. The procedure was able to be completed with the devices with no patient consequences or delays. The sales rep could not provide a lot number for the femoral rod but stated it is an older device. There was no delay in the surgical procedure as the same devices were used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.